Event description:
On (B)(6) 2008, the patient the patient underwent placement of a greenfield filter. A 5.2cm length greenfield umbrella filter positioned with body of device at the level in which main bilateral renal veins enter inferior vena cava (ivc) over 3.6cm length, lower margin of the filter is central to the right segmental renal vein. On (B)(6) 2019, a computed tomography (CT) scan revealed that the device migrated, and caused a perforation. Device had a 6 limbs at 3, 5 ,7 o'clock positions extend terminate within the ivc wall. Limbs at 9, 11, and 12 o'clock positions terminate within the adjacent retroperitoneal fat, limb at 9 o'clock is immediately posterior to the right gonadal vein, limbs at 11 and 12 o'clock positions encroach upon the duodenum, greenfield ivc filter with 3 of 6 limbs extending into retroperitoneal fat.

Event description:
On (B)(6) 2008, the patient the patient underwent placement of a greenfield filter. A 5.2cm length greenfield umbrella filter positioned with body of device at the level in which main bilateral renal veins enter inferior vena cava (ivc) over 3.6cm length, lower margin of the filter is central to the right segmental renal vein. On (B)(6) 2019, a computed tomography (CT) scan revealed that the device migrated, and caused a perforation. Device had a 6 limbs at 3, 5 ,7 o'clock positions extend terminate within the ivc wall. Limbs at 9, 11, and 12 o'clock positions terminate within the adjacent retroperitoneal fat, limb at 9 o'clock is immediately posterior to the right gonadal vein, limbs at 11 and 12 o'clock positions encroach upon the duodenum, greenfield ivc filter with 3 of 6 limbs extending into retroperitoneal fat.